Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 4: reference MFR report #: 1627487-2016-01224, 1627487-2016-01226 and 1627487-2016-01227. It was reported an impedance check revealed high impedances on three of the patient's leads. As a result, the patient's leads were explanted and replaced on (B)(6) 2016. The issue was resolved. The patient had a scs system for off-label use. The patient had four leads and three of them were explanted and replaced. All four leads are being reported because it is unknown which lead remains implanted.